Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the right coronary artery. The 4.5 x 12 mm trek dilatation catheter balloon was used successfully one time; however, after the second inflation to 16 atmospheres for 8 seconds, the balloon would only partially deflate. The partially inflated balloon could not be removed from the guide, so all devices were removed as a single unit. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not available for evaluation. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The trek rx coronary dilatation catheters (cdc) instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.